Event description:
The patient was enrolled in the watchman heal-laa study with patient identifier (B)(6). It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2023 with a complete laa seal and deployed device diameter of 17mm. The patient was discharged the same day on aspirin and clopidogrel. On (B)(6) 2024, the subject underwent elective hip surgery and was scheduled for a follow-up visit on (B)(6) 2024. One week prior to the scheduled follow up, the patient had complaints of dyspnea but was not seen in person for treatment for dyspnea. On (B)(6) 2024, 206 days post index procedure, the patient was reported to have passed away. No additional information on the cause of death was provided.